Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. The lesion being treated was a de novo lesion located in the distal right coronary artery (dist rca) with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and implanting a 3.50 x 28 mm (B)(4) stent. Following stent deployment there was adequate step up and step down out of the stent. However, the proximal portion of the stent appeared to be needing post-dilatation. Therefore a 3.5 x 12 mm non-bsc balloon catheter was used for post dilatation of the proximal portion of the stent with 10% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. 397 days post index procedure, the patient was admitted with unstable angina. The 100% diffuse in-stent restenosis of the study stent located in the dist rca and extending in to the right posterior descending artery was treated with pre-dilatation and implanting a 3.5 x 30 mm non bsc drug eluting stent. Following post-dilatation, residual stenosis was 0%.the patient was discharged on clopidogrel.